Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as 2134265-2013-01525. It was reported that following a coronary artery treatment procedure, the patient experienced chest and jaw pain. Lesion 1 was located in the proximal left anterior descending artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct stent placement using a 2.50 x 12 mm taxus liberte stent, with 0% residual stenosis. The two study stents did not overlap. The next day, the patient experienced chest and left jaw pain rated 10 out of 10 which was treated medically. The patient's chest and left jaw pain was noted to be improved (rated as 3 out of 10) which was tolerable. The patient was discharged on aspirin and prasugrel.